Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not available.

Event description:
It has been reported that a revision procedure was performed due to rupture of alignment lug at the top of the morse taper of the femoral stem creating implant mobility, metal wear and severe metallosis.

Manufacturer narrative:
The investigation concluded that the reported fractured alignment lug of the femoral stem may have been due to disassociation of the stem/principal shaft taper lock. The provided information did not indicate why the taper was not securely locked in place. The provided images indicate the broken alignment lug of the femoral stem and the male taper have been polished and worn to an extent that would indicate the taper had been rotating for a significant period of time before the revision procedure. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history, follow up notes and return of the device are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available, this investigation will be re-opened. Siw will continue to monitor for trends.

Event description:
It has been reported that a revision procedure was performed due to rupture of alignment lug at the top of the morse taper of the femoral stem creating implant mobility, metal wear and severe metallosis.